Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/28/2013 with the following findings: during investigation, evidence of contamination was found under all key contacts. The keypad cover had been returned intact and there was no keypad button response issue during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for investigation. Investigation revealed contamination under the key contacts. This report is made based on results of investigation completed on 10/28/2013. There was no adverse event associated with this complaint.